Event description:
It was reported that the patient experienced a vns-related complication of blood loss. Additional information from the initial reporter showed this occurred at the time of the vns implant surgery. Follow up with the implanting surgeon confirmed that the patient had some blood loss at the time of vns implant. In the surgeon's opinion, it wasn't a substantial amount, although it was more than a typical amount for vns implants. It was not enough to require a transfusion. The patient was kept overnight for observation as a precautionary measure. In the physician's opinion, it was not a critical health event. No additional pertinent information has been received to date.